Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years post implant of this bioprosthetic valve, the valve was explanted and replaced with another manufacturer's product due to regurgitation and "abnormal leaflets". No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis:upon receipt at medtronic¿s quality laboratory, visual examination revealed the valve was slightly distorted; oval shaped. The sewing ring appeared to have been cut/damaged during explant. Green multifilament sutures were embedded in pannus on the existing sewing ring. Although the left cusp exhibited a tear along the margin of attachment, all of the leaflets¿ free margins were touching at the point of coaptation. All leaflets were stiff but slightly flexible except where pannus extended on the inflow. A tear was observed along the margin of attachment of the left cusp which appeared to be associated with restricted leaflet movement due to pannus overgrowth. A small amount of pannus was noted on the superior coaptive areas of all commissures. The tissue was intact at both commissures and there was no evidence of commissure dehiscence. Pannus lined the sewing ring on the inflow adjacent to all cusps, extending onto the base stitching, encroaching up to 10mm on to the leaflets, and into all inferior coaptive areas. Remnants of pannus were observed on the non-coronary cusp outflow rail. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography revealed minimal calcification embedded within the pannus along margin of attachments conclusion: based on the return product analysis, the cuspal tear may have led to the reported regurgitation and pannus overgrowth could be the contributing factors of the tear. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient-related condition. If information is provided in the future, a supplemental report will be issued.